Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient felt shocked by the transmitter. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was received for evaluation. An exterior visual inspection was performed and passed. Voltage testing was done and passed. Pairing test with nordic bluetooth device failed. Pairing test in w/a box passed. The pairing test was performed to feel for heat and it passed. The reported event of an shocking transmitter could not be confirmed. A probable cause could not be determined.